Event description:
An animas employee reported that the pt's pump continued to prime when she changed the site/set. The pt's health care provider reported that the pt wasted 1 to 2 vials of insulin and the pump will not prime. It was alleged that the insulin dispenses in a stream. The employee reported that the pt was disconnected during the priming step.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.